Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported that when he used the stimulator it worked properly, but when the pain got bad enough to use the stimulator, he could not use it because, the shock was so hard that he could not seem to get it adjusted to where it would help him that much. This had been happening since 2012. It was noted the patient had illnesses and medication for the last year and a half that made it hard to remember to recharge his implantable neurostimulator (ins). Currently, the ins was not down low enough to where it would not work, but he had not used it in about 2 months. The patient had bronchitis going on now for 12 weeks. Because, the patient could not walk 150 feet since his back was so inflamed, he had to leave work and get out of the mines. Now, the patient was no longer in the mines and was hoping to go back to work but did not think he was going to be able to. The patient tried using the stimulator. If the patient took a percocet and morphine tablet, the patient would actually do better than if he used the stimulator. If it got really bad, he was better off taking a pain pill and lying down than using the stimulator because the stimulator jerked on his nerve so hard that it hurt more than the back and leg pain. It was noted taking morphine gave the patient memory lapses. The patient was redirected to the healthcare provider regarding that issue. The patient inquired if there was a risk for having the ins implanted in his body. Relevant medical history included lumbar radiculopathy and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.